Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing and inappropriate automatic mode switch were observed on the lead. No intervention was performed at this time to resolve the event. The patient was stable with no consequences and will continue to be monitored.